Event description:
During ect treatment e. Pad on left temple started to smoke. Less than 1 cm reddened area noted on left temple. Triple antibiotic to the left temple. 12-7-99 follow up w/pt. Nursing home reports that the area (about 2 cm) is still there. It is clean and doing nicely. They are putting bacitracin on it.